Manufacturer narrative:
(B)(4). The device history records were reviewed for this manufacturing lot and there were no non-conformities found. (B)(4). Submitted to FDA: 05/27/2016.

Event description:
Additional follow-up was requested and on 5/11/2016 the surgeon provided the following details. Cataract surgery with istent implantation was uneventful on the right eye. The hyphema was treated with medication and was reported to have resolved with no sequelae. The most recent iop (operative eye) was reported to be 12 mmhg on (B)(6) 2016. The most recent visual acuity (operative eye) was 20/25 uncorrected; no improvement with refraction on (B)(6) 2016. The patient was reported to be doing well following surgery, good iop and hyphema had resolved.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. MFR reference #: (B)(4). Hyphema and decreased vision are listed in the device labeling as known inherent risks of glaucoma stent surgery. Reported to FDA on: 04/28/2016.

Event description:
The surgeon reported excessive intraoperative bleeding during implantation of the istent, but the eye was clear of blood at the close of surgery. One day postoperatively the patient presented with a fairly large hyphema with hand motion vision. In addition, a blood clot (10%) was observed in the inferior angle of the anterior chamber. The patient was prescribed cyclogyl drops and steroid drops were increased. The patient was examined on (B)(6) 2016 and the hyphema had decreased by 50% and vision improved to 20/50; iop was good at 21mmhg. Images of the stent were examined and showed the stent was correctly oriented. The patient will be seen again in one week. Additional information has been requested.